Event description:
The user intermittently received questionable hdl-plus generation 3 (hdl), ldl-c plus generation 2 (ldl), cholesterol chod-pap (cholesterol) and triglycerides gpo-pap (triglyceride) results for 11 patient samples. Of the data provided, the following results for four patient samples were discrepant and reported outside the laboratory. Patient sample 1 initial triglyceride result was 306 mg/dl and the repeat result was 124 mg/dl. Patient sample 2 initial ldl result was 23 mg/dl and the repeat result was 132 mg/dl with a data flag. Patient sample 3 initial hdl result was 101 mg/dl and the repeat result was 56.2 mg/dl. The initial ldl result was 36 mg/dl and the repeat result was 128 mg/dl. Patient sample 4 initial ldl result was 16 mg/dl and the repeat result was 106 mg/dl. Corrected reports were issued with the repeat results. It was unknown if the patients were adversely affected. The hdl reagent lot number was 64462401 with an expiration date of 01/31/2013. The ldl reagent lot number was 63709201 with an expiration date of 08/31/2012. The triglyceride reagent lot number was 64094601 with an expiration date of 03/31/2012. The field service representative determined there was broken rinse tubing and replaced it. He verified the analyzer ran to specifications and the user ran calibration and quality control and was satisfied with the results.